Manufacturer narrative:
Device analysis of the returned isleeve sheath revealed that the sheath has numerous kinks and all of the seams are starting to expand as expected with device usage. The tip is damaged as expected with device usage. There was evidence to suggest that the device was used in a manner inconsistent with the labeled indications. The acurate neo aortic tf transfemoral delivery system instruction for use specifies to "turn the first rotating knob of the release handle counterclockwise, until full stop. As per visual inspection of the devices received, it was observed that the shuttle was still inside the proximal sheath, indicating that the first knob was not rotated completely during the phase 1 of the valve release. The IFU was not followed. The evidence indicates no damage prior to use. The device became damaged after being used during a procedure with an acurate device where the acurate IFU was not followed. Therefore, the cause code of failure to follow instructions, was used.

Event description:
It was reported that vessel rupture and death occurred. Procedure summary: vascular access was obtained via femoral approach. A 14f isleeve introducer was placed. A safari2 guidewire was crossed to the annulus. A 20x40mm non-boston scientific balloon was used for predilatation. The balloon was fully deflated and removed from the patient. A small acurate neo bioprosthesis was inserted. The valve was implanted perfectly. The physician attempted to retract the acurate delivery system and it became stuck on the 14f isleeve introducer sheath. The delivery system was pushed to the descending aorta where the physicians ensured the delivery system was completely closed. The delivery system was still unable to be retracted into the 14f isleeve introducer sheath. The physicians elected to pull the delivery system and 14f isleeve together out of the patient. The right iliac vessel ruptured. There was excessive blood loss. The patient's heart rate was low. The physicians attempted to try and sent the iliac and graft to fix the severe rupture. The patient died. The cause of death was iliac rupture causing massive hemorrhage shock.

Event description:
It was reported that vessel rupture and death occurred. Procedure summary: vascular access was obtained via femoral approach. A 14f isleeve introducer was placed. A safari2 guidewire was crossed to the annulus. A 20x40mm non-boston scientific balloon was used for predilatation. The balloon was fully deflated and removed from the patient. A small acurate neo bioprosthesis was inserted. The valve was implanted perfectly. The physician attempted to retract the acurate delivery system and it became stuck on the 14f isleeve introducer sheath. The delivery system was pushed to the descending aorta where the physicians ensured the delivery system was completely closed. The delivery system was still unable to be retracted into the 14f isleeve introducer sheath. The physicians elected to pull the delivery system and 14f isleeve together out of the patient. The right iliac vessel ruptured. There was excessive blood loss. The patient's heart rate was low. The physicians attempted to try and sent the iliac and graft to fix the severe rupture. The patient died. The cause of death was iliac rupture causing massive hemorrhage shock.